Event description:
It was reported by service report that the bed had no bed functions. The power cord was cut and there were exposed wires. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.